Event description:
It was reported that insulin was leaking past the o-rings. No further info was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.